Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions warning. The electrical contacts and optical connections of the video connector and their surroundings should be wiped dry with dry gauze and connected to the camera control unit when sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting them. (Use of the device with wet or dirty electrical contacts or optical connections may result in equipment malfunction or endanger the safety of the patient or surgeon. Precautions regarding unexpected disappearance of endoscopic images or inability to unfreeze. The following items must be strictly observed. Endoscopic images may disappear unexpectedly or freeze cannot be released during the examination, which may result in failure to obtain normal images. The video connector should be connected to the camera control unit in a sufficiently dry condition, including the electrical contacts and optical connections. Also, make sure that the electrical contacts and optical connections are clean before connecting them. Using the equipment with wet or dirty electrical contacts or optical connections may result in equipment malfunction or failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the connection between the monitor and camera head is unstable during use and causing the screen to display a color bar. No patient involvement was reported.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the connection between the monitor and camera head is unstable during use and causing the screen to display a color bar. No patient involvement was reported.